Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. No basal rate or bolus delivery anomaly noted. Pump passed the delivery accuracy test at 0.08730 inches. Pump had minor scratched display window and partially broken off reservoir tube lip.

Event description:
The customer reported via phone call that they had a possible under delivering anomaly from the insulin pump. The customer has had a blood glucose reading of up to 400 mg/dl for the past few months. They had tried different set areas and were eating the same thing. The device will be replaced and returned for analysis.